Event description:
It was reported that post stent placement through left superficial femoral, the device allegedly fractured and occlusion of arteries. The stent was removed from the patient and scheduled for another surgery for a replacement. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the stents remained implanted and were not available for evaluation. However, x-ray images and video files were provided. Based on these images two twisted segments of a stent placed in the superficial femoral artery could be identified; however, a stent fracture could not verified. Another stent was found in the iliac artery. The stents were not placed overlapping. Based on the information available and the evaluation of the x-rays provided twisted segments of the placed stent in the superficial artery is confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, potential contributing factor for the reported issue were found addressed. The instruction for use states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. "Predilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended." H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potevaluation. Therefore, the investigation of the reported event is inconclusive. Based upon initial complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that post stent placement through left superficial femoral, the device allegedly fractured and occlusion of arteries. The stent was removed from the patient and scheduled for another surgery for a replacement. The patient's current status was unknown.